Event description:
Pt is seeking legal action. No additional info is available at this time. Received medical records via (B)(6) on (B)(6) 2010 that indicate the pt has slight evaluation of ion levels. Surgeon recommends MRI scan and probable revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.